Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the galileo neo blood sample test wells in question, for l307207168, which appeared as visually negative with slightly smaller intact buttons, and red blood cell adherence was not noted. No galileo neo instrument errors were noted, rois appeared acceptable for the microplate in question, and the flatfield was clean. Immucor technical support also used a remote electronic connection method on (B)(6) 2018 to assess the galileo echo blood sample test wells in question, for l307213174, which appeared as visually negative with an intact button (a halo was noted around cells 1 and 2). The galileo echo camera report was acceptable and no instrument errors were noted. The immucor laboratory tested retention product on 24jul2018, which performed as expected. The immucor laboratory also received a blood sample (sample identification l307213174) from the customer site which was tested on (B)(6) 2018. This blood sample had been drawn from the patient on (B)(6) 2018. This customer site blood sample was tested on both a galileo neo and also an echo lumena, with retention product for r984. An equivocal outcome was obtained using the echo lumena instrument, and an unexpectedly negative outcome was obtained with the galileo neo instrument. (B)(4).

Event description:
On 19jul2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument, when tested on (B)(6) 2018.